Event description:
Information was received indicating that during testing, a smiths medical cadd solis hpca pump had delivery accuracy issues. No adverse effects were noted.

Manufacturer narrative:
One cadd solis hpca pump was returned for the evaluation of the reported issue. The device was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No problems or issues were identified during this DHR review. The event log showed no evidence of the reported issue. To further investigate, a functional test was performed. Customer problem was not duplicated. Investigation found no issues with the device delivering. The pump was tested and was found to be functioning properly and delivering within specification. No further action will be taken.